Event description:
During insertion of a 10ml syringe the nurse noted leaking where the base of the blue clave met with the clear acrylic tubing junction attached to the 60 inch smallbore extension set. Liquid could be seen leaking from around the complete parameter of this clave tubing interface. This was the second failure of this type noted in the last 30 days. A similar failure occurred on the same type of extension set a few months prior. The same leaking pattern was observed in the first event as well. Biomedical could not determine the lot number on either of the extension sets. Both sets were retrieved to be sent back to manufacturer for analysis.======================manufacturer response for smallbore extension set with/clave, microclave (per site reporter).======================manufacturer provided us with RMA number to return sets for evaluation.what was the original intended procedure?IV access.device #1is this a laboratory device or laboratory test?no.